Event description:
It was reported that "dr implanted the locking cap using the persuader. Then upon final tightening, the tightener stripped the cap."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported on a supplemental.